Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 413mg/dl. The customer's most current level was 237mg/dl. The customer states they treated with pump. The customer did not wish to troubleshoot. The customer was advised the pump would be replaced and returned for analysis.